Manufacturer narrative:
The returned device was visually examined and found to be broken or torn at the bolus (near the end of the feeding tube) similar product was mechanically tested and in order to duplicate a similar break more than (B)(4) was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
The feeding tube was placed on (B)(6) to a pediatric pt in serious condition. Because of this, the tube was kept in for 40 days. Upon removing the tube, it was discovered that the bolus tip had broken off. Four days after removal of the tube the tip had not been excreted.